Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information was received indicating that there was no additional intervention needed to remove the device from the patient. There were no procedural delays due to the event. There was no alleged product malfunction with the embotrap. (B)(6). Complaint conclusion: as reported by the field, during mechanical thrombectomy, a microcatheter crossed the lesion and an embotrap iii (22mm) was deployed. The embotrap iii and the embovac aspiration catheter (ic71132ca, 30767693) device were used to catch thrombus but became got stuck. The physician attempted to remove but removing was impossible. The physician used force to remove the device and thrombus was removed but the embovac became stretched and metal part was exposed. There was no negative impact on the patient. A continuous flush was done. The lesion was the region between the m1p and m1d segments of the internal carotid artery. Additional information was received indicating that there was no additional intervention needed to remove the device from the patient. There were no procedural delays due to the event. There was no alleged product malfunction with the embotrap. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30767693 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the events are related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during mechanical thrombectomy, a microcatheter crossed the lesion and an embotrap iii (22mm) was deployed. The embotrap iii and the embovac aspiration catheter (ic71132ca, 30767693) device were used to catch thrombus but became got stuck. The physician attempted to remove but removing was impossible. The physician used force to remove the device and thrombus was removed but the embovac became stretched and metal part was exposed. There was no negative impact on the patient. A continuous flush was done. The lesion was the region between the m1p and m1d segments of the internal carotid artery.

Manufacturer narrative:
Product complaint: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded, therefore, no further investigation can be performed a manufacturing record evaluation was performed for the finished device 30767693 number, and no non-conformances related to the malfunction were identified. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.